Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds at routine follow-up. A revision procedure was performed to reposition the lead but the physician unsuccessful and the decision was made to explant and replace the lead. Measurements via the replacement lead were within acceptable limits. The patient was reported not to be pacemaker dependent. No adverse patient effects were reported.